Event description:
Note: reference (B)(4) is not registered in the united states. The u.s. Similar device product references are (B)(4). A customer in brazil notified biomerieux of lack of growth in association with the gelose chromid® cps elite agar (ref. (B)(4), lot 1008400880) when attempting to culture patient urine isolates. The number of impacted patients was not specified. The customer cultured urine isolates onto lot 1008400880 and blood agar plates; growth of enterococci and streptococci was observed on the blood agar. The customer did not observe growth on any plates of lot 1008400880. There is no indication or report from the laboratory that the discrepant results led to any adverse event related any patient's state of health. Biomerieux will initiate an internal investigation.

Manufacturer narrative:
This report was initially submitted following notification from a customer in brazil regarding lack of growth in association with the gelose chromid® cps elite agar (ref. 421151, lot 1008400880) when attempting to culture patient urine isolates. The number of impacted patients was not specified. The customer cultured urine isolates onto lot 1008400880 and blood agar plates; growth of enterococci and streptococci was observed on the blood agar. The customer did not observe growth on any plates of lot 1008400880. The environmental controls performed during the manufacturing of lot 1008400880 were in accordance with the specifications. The equipment and instruments used to manufacture the products were qualified and calibrated. The quality control (qc) results obtained after production were within specifications, and the lot was released in accordance with product specifications. Testing was performed on the retain samples of lot 1008400880 in order to verify if the microbiological performance was in accordance with qc. The impacted lot was tested in parallel with a reference lot number: 1008443830 expiry date: 08-april-2021 to compare the performance between lots. A total of eighteen (18) atcc® and internal qc strains were tested as part of this investigation. All the results obtained for growth, strain identification and strain color after incubation were in accordance with the specifications. Biomerieux did not observe any differences in results between the impacted lot and the reference lot. As the performance of gelose chromid® cps elite agar lot 1008400880 is within specifications and the investigation did not reproduce the problem observed by the customer, neither corrective nor preventive actions will be implemented. The package insert of gelose chromid® cps elite agar describes that growth depends on the requirements of each individual micro-organism. It is therefore possible that certain strains which have specific requirements may not develop.